Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported lab results 40% measuring deviation. Cannot able to finish the spot check and stop to 40%. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the device was tested 5 times with a masimo 4d reference sensor with successful measurements. After successful measurement the device would report a "database error" and would not write the measurement results to the device history log. The database memory was reset and the device functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data.